Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that a dissection occurred. Vascular access was obtained via the femoral artery. A percutaneous transluminal coronary angioplasty (ptca) was performed on a mildly tortuous left anterior descending artery (lad). A 20 x 3.00 promus premier select stent was advanced to the target lesion and deployed. Following stent deployment, a distal edge dissection was noted at the distal part of the stent. To cover the edge dissection, a 20 x 2.25 promus select was deployed distal to the first stent, overlapping it and covered the edge dissection. The procedure was successfully completed, and the patient was reported to be stable. It was further reported that the 80 to 90% stenosed target lesion was located in the mildly tortuous lad. The lesion was predilated with a semi compliant balloon. It was confirmed that the balloon inflated and the stent fully deployed. The dissection occurred post dilation. No further patient complications were reported in relation to this event.